Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella 5.5 implant due to having heart failure. The impella was inserted and was unable to pass the innominate artery. Several attempts were made to pass with a buddy wire and it was unsuccessful. The physician decided to switch to an impella cp.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because impella 5.5 was unable to pass through due to small vessels and later, they were able to pass impella cp through the vasculature.